Manufacturer narrative:
Batch review performed on 09 july 2018; lot 155439: (B)(4) items manufactured and released on 05 february 2016. Expiration date: 2021-01-18; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to instability and anterior knee pain 2 years after primary. The surgeon upsized the poly and resurfaced the patella. The surgery was completed successfully.